Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was inquiring via phone call about a loaner insulin pump to be used during upcoming international travel. The customer was advised on loaner insulin pump guidelines and travel guidelines. Customer¿s blood glucose level was 54 mg/dl at the time of the call. The customer declined troubleshooting for low blood sugar. The device is not being returned.